Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue; intermittent power with a cracked battery compartment. The battery cap will not tighten on the pump. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/30/2017 with the following findings: a review of the black box showed unexplained power on resets. No moisture/corrosion was found in the battery compartment. The battery compartment was cracked above and below the bumper pad. The returned battery cap threads were stripped, and was unable to maintain an electrical connection. The power complaint was duplicated. A test battery cap was able to fit to maintain an electrical connection. The pump was run for 24 hours and no power on resets were duplicated. The pump cover was removed to find no evidence of internal moisture or damage to the power circuit.